Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5vdc power supply was evaluated and calibrated to the optimal operating voltage. The camera, hv cable, interconnect cable, and pcb connections were also reseated during the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently failed to display fluoroscopic exposures and exhibited intermittent functionality. No patient serious injury or death was reported related to this event.